Manufacturer narrative:
The event of vascular occlusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported that a patient was injected by another injector in the chin with juvederm® voluma¿ xc. The patient was concomitantly injected with restylane. The patient experienced ¿an occlusion¿ that day with ¿10/10 pain, discoloration¿ at the injection site. The patient was unable to contact the injector after 3 days and reached out to the treating physician, who treated with patient with 5 vials of hylenex. A basic capillary refill was performed that day, the result noted as ¿sluggish ¿ repeated until improvement noted.¿ four days later, the patient was treated with prp injection and hyperbaric chamber and again 2 days later. The event resolved with ¿scarring, hair loss¿ noted as permanent damage.